Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015, his blood glucose, carbohydrate intake and insulin history. On (B)(6) 2015 at 12:19 am, the pod was deactivated and he noticed a bend in the cannula.